Event description:
It was reported that during a surgery on the (B)(6) 2024 when using the device the screw broke. There was no harm for patient, operator or third party reported. No further information received. Update avoe 07-apr-2024. It was confirmed that the error occurred during a weil osteotomy on the (B)(6) 2024. The screw broke during insertion without pressure. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 08-apr-2024 it was confirmed that all fragments were retrieved from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8930-14s, batch number 15128846 was received for evaluation. Visual evaluation identified that the screw broke at the head, detaching the shaft. It was observed that the screw's head was slightly bent, likely due to excessive force. -the reported failure is most likely due to user error, such as misalignment during insertion, or prying/levering the device while inserting it.